Manufacturer narrative:
Additional information: upon follow up it was reported that the peritonitis was manifested by pain, discomfort and cloudy drain bag. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported). At the time of this report, patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.